Event description:
Description from the customer: the unit showed error message "main temp. Too high" during the ice building process. (B)(4). (B)(6).

Manufacturer narrative:
Emergence of the error message "main temp too high": during the ice building process being performed by the fan cool air passes from the outside into the interior of the hcu. This cool air is heated by the waste heat of the compressor. The heated air circulates then inside the unit. A part of the heated air circulates in the direction of the bottom of the ICU another part is located under the temperature sensor is located. Through this heated air the temperature sensor measures an "elevated temperature" and showed the error message: "main temp too hgh". A supplemental medwatch will be submitted as soon as additional information becomes available.

Manufacturer narrative:
The machine was investigated by a maquet field service technician but no fault was detected. The problem was probably caused by insufficient spacing between the device and the wall. Therefore this linked to a suction of the exhaust air being warmed by the compressor. The customer has been advised of this misuse. The unit has been returned to service. The error occurred during reperfusion, the device has been replaced. Since the exchange took place at the end of reperfusion there was no delay in surgery. There were no consequences for the patient. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).